Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc considered that the reported phenomenon might be attributed to excessive handling such as repeated wiping of the surface of the insertion section and/or chemical deterioration due to chemical agent. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the coating of the insertion tube was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.